Manufacturer narrative:
Concomitant products: 507658 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had felt more shortness of breath over a couple of week period. It was noted that the right atrial (ra) lead had high thresholds and high impedance. In addition, there were a lot of atrial high rate episodes collected that appeared to be noise. It was believed that the ra lead had fractured. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.